Event description:
As the therapists were doing a cbct on a pt and the gantry was rotating, the (kvd) cover fell off hitting the pt in the lower abdomen/pelvic area. Both therapists went in the room to check on pt's condition and he indicated that he was ok and wanted to continue treatment. They finished treatment with out cladding on the kvd.

Manufacturer narrative:
The pt was examined by the radiation oncologist and it was determined that the pt was not injured and that no medical follow up was required to do this incident. The varian field service representative (fsr) inspected the system and found that screws that hold the kvd cover in place were missing. This is a known issue which has been previously investigated and reported. In multiple reports of this malfunction, no serious injury has resulted and no medical intervention beyond examination and/or diagnostic testing has resulted. The cover is known to have a tendency to fall if it is not installed correctly or not properly maintained. Corrective action: varian has released an upgrade for this issue, (B)(4) which will be installed on this customer's device. A customer technical bulletin (ctb) has been issued and the affected customer base will be notified. A CAPA has been issued and all corrective actions will be addressed and tracked in varian's CAPA process. No additional follow-up to this MDR is expected.